Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had a system impedance of 118 ohms, and a treated episode was stored that contained an inappropriate shock delivered due to t-wave oversensing. Therapy was not exhausted, and normal sinus rhythm was observed after the delivered shock. It was noted that the patient had been exercising aggressively with a personal trainer, and had lost 75 pounds. This weight loss likely explained the gradual loss in system impedance. Technical services (ts) discussed troubleshooting options, including x-rays and impedance testing with isometrics. This electrode remains in service. No additional adverse patient effects were reported.